Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery due to infection and complications. (B)(6) 2012: litigation documents were received. Litigation alleges that the patient suffered pain and hip displacement post-implant. The device was explanted and replaced. Post-explant, the patient suffered continuous pain and inflammation. A physical examination found that the patient was suffering from an inflammatory reaction to metal debris left behind by the originally implanted device. The patient underwent a third surgery in which her right hip was explanted and not immediately replaced. The patient resided in a long-term care facility while recovering before ultimately undergoing a fourth procedure to implant a third right hip replacement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: updated: b3, d7. Depuy still considers the investigation closed.